Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr3247 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported while inserting accucath on a patient in the ed, inserter pressed to the white push button to retract the needle, and needle was struggling to release. It was stated that "finally" the needle retracted, however he could not get the wire to pull through the accucath. Coil tip on the outside, distal end of the pivc.

Event description:
It was reported while inserting accucath on a patient in the ed, inserter pressed to the white push button to retract the needle, and needle was struggling to release. It was stated that "finally" the needle retracted, however he could not get the wire to pull through the accucath. Coil tip on the outside, distal end of the pivc.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the guidewire becoming caught in the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20ga x 2.25¿ accucath peripheral IV catheter assembly. Usage residues were observed throughout the sample. The safety button was depressed and the needle was fully withdrawn into the housing. The catheter overlaid the guidewire. The catheter tip exhibited deformation and was caught on the coil portion of the wire. Several bends and kinks were observed along the length of the catheter. Microscopic inspection of the sample revealed a sharp kink in the guidewire within the coiled region. The kink prevented the coil region from uncoiling, and caused the catheter tip to become caught on the wire. The wire could not be removed from the catheter. The kink in the guidewire coil appeared to have caused the catheter to become caught on the wire, preventing catheter advancement. The wire kink was consistent with wire damage caused by attempted advancement against resistance, such as into tissue. The usage residues suggested that wire damage occurred during attempted device insertion.